Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not staying on stand. It was observed that there was damage to the bottom plate and worn rubber feet. It was reported there was no patient involvement at the time the issue was discovered, as the device could not be consistently used. Bench repair evaluated the device and confirmed the damages to the rubber feet which was worn or missing, and the cpu tray base cover is not allowing for foot to stay. Fault confirmed. It was also observed that the device is also missing a foot retention plate and the current o2 fitting plate. Bench replaced the o2 fitting plate, cpu tray cover, rubber feet & foot retention plate replaced to remedy physical damages confirmed during assessment. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.